Event description:
This complaint was identified during an assessment / remediation as part of asd (B)(4) related to inratio complaints received at the alere (B)(4) intake site that were not appropriately documented in the electronic case record for processing and escalation for reportability determination. The available information is limited and no additional information is able to be obtained. On (B)(6) 2011, the patient's inratio inr result was 2.7. The same evening, the patient was hospitalized for a "mild" stroke and the hospital inr was 1.6. On (B)(6) 2011, while still in the hospital, the inratio inr was 3.0 and the laboratory inr was 2.36. It is unknown if any treatment was provided for the stroke or the date of discharge from the hospital. However, as of (B)(6) 2011, the patient was back home. On (B)(6) 2011, the laboratory inr was 3.6. On (B)(6) 2011, the inratio inr (new unknown strip lot) was 4.6 and 4.9 on the old strip lot. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The manufacturing records for the lot were reviewed. The product performed within all release criteria specifications. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.